Manufacturer narrative:
The gas module was calibrated to resolve the reported event.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during use on children, the high fico2 was noticed. There was no reported patient injury.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00288. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00210. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00288. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00210.